Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarms are confirmed in pump history file due to a broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 134 mg/dl at the time of incident. Customer reported that they did a self test and they received insulin pump error again. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.